Event description:
The claims that when pumping the valve connected to ventricular catheter for flushing, no patency was confirmed. Then the peritoneal outlet of the valve was closed by hand, however, the above same problem occurred. The doctor tried to flush another valve and no problem occurred, eventually he used it. The doctor requested comments. There was pt contact, but no injury was reported.